Event description:
The complaint received states that during positioning the deltapaq cerecyte microcoil 3 mm x 8 cm (cdf10030830 / c17317) stretched. The patient had pcom with size 4mm 5mm. The surgeon put the mc echelon 10 in place and decided to position coils. When the surgeon positioned the 2nd coil found the coil stretched during adjustment. The surgeon had to changed new coil to complete. No adverse event was reported. No patient information provided.

Manufacturer narrative:
The complaint received states that during positioning the deltapaq cerecyte microcoil 3 mm x 8 cm (cdf10030830 / c17317) stretched. The patient had pcom with size 4mm*5mm. The surgeon put the mc echelon 10 in place and decided to position coils. When the surgeon positioned the 2nd coil found the coil stretched during adjustment. The surgeon had to changed new coil to complete. No patient information provided. No adverse event was reported. As viewed into the returned packaging, the coil was returned entangled around the core wire and stretched. Located 35.0 centimeters off the distal tip of the green introducer, the core wire and the coil are outside the sheath for the same length. There is no external mechanical sheath damage that resulted in an opened skive. The circumstances of how the coil protrusion outside the sheath occurred cannot be determined. Compression and buckling damage at the proximal and distal sections of the coil with stretching on the middle section. The proximal section of the coil was found to be knotted. The distal section of the coil is undamaged. The primary contributing factor to the coils stretching most likely occurred during repositioning inside the aneurysm when the coil became anchored on the coil already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the temporarily anchored coil was being retracted for repositioning inside the aneurysm the coil most likely then stretched. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of coil stretched was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that target lesion and procedural factors may have contributed to the confirmed event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.